Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer took a long time to boot up and it flashed a ¿please wait¿ with an hour glass when it was booted up. The ¿find patient¿ would come up, however the device would not auto-identify. The clinician then turned the programmer off and then turned back on and then the clinician saw the hour glass for a long time. A new programmer was used and subsequent interrogation with the new programmer was successful. The programmer was returned. No patient complications were reported as a result of this event.